Event description:
It was reported that a patient underwent a craniotomy on (B)(6) 2012 and a drain was inserted. On (B)(6) 2013, while the nurse was milking the drain, it was noted that the drain was broken outside of the patient's body. There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. One of the tube edges was broken and very uneven. The drain could be slightly damaged by the end user and later broke in this area. No conclusion can be drawn at this time.